Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the o2 mixer assembly has been identified to be the faulty component, replacement of the defective component solved the problem.

Event description:
The following was reported to hamilton medical ag: summary: machine was displaying tf231013,tf 431009. Oxygen supply was not getting delivered to the machine.